Manufacturer narrative:
The inform ii meter serial number was (B)(6). The test strips were requested for investigation; however, no test strips remain to return. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from the accuchek inform ii meter. At 11:57 a.m., the meter result was 206 mg/dl. At 11:58 a.m., the meter result was 144 mg/dl. At 11:59 a.m., the meter result was 117 mg/dl. The initial result was deemed correct.